Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that the patient underwent an unspecified spinal surgery. During surgery, while cage implantation, the sales rep noticed the implant was opening and had the technician close the device. After closing, the surgeon attempted to pass the implant again, but while impacting the implant, it's peek portion broke off. No patient complications were reported.

Manufacturer narrative:
Product analysis: visual review confirms implant fracture. Witness mark and material deformation noted on left anterior corner of the -03 top component of the implant, consistent with in vivo obstruction during attempted implantation. It is noted in the fully closed position, the implant nose is protected behind the -01 base component. Implant received in slightly angulated position, with the nose exposed. The -07 component vertical post and the ¿ears¿ of the -03 component broken off and not returned for analysis. The above observations are consistent with partially angulated implant prior to attempted implantation, which may have contributed to subsequent overload of the implant.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.